Event description:
Additional information: the MRI was done and no mass or catheter issues were found.

Manufacturer narrative:
(B)(4). Corrected information: ¿recall¿; ¿notification¿, and ¿correction number z-1151-2008¿ are no longer applicable for this event

Event description:
(B)(6) (hcp): it was reported an inflammatory mass was suspected by the patient but the hcp did not think that was the issue. The increased pain back to baseline (the same pain patient had experienced prior to the pump implant) began sometime between the last pump refill (B)(6) 2014 and when the patient called the hcp to report the increased pain which was (B)(6) 2014. The hcp did not know if the pain onset was gradual or sudden. An MRI is going to be done to rule out the suspected im. The MRI was scheduled for the day of the report. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).